Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - controller 2.0, 1420-mcs / controller 2.0 / (B)(4) / expiration date: 2018-10-31, UDI #: (B)(4), mfg date: 2017-10-31. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had intermittent electrical faults with any movement on (B)(6) 2018. Log files were sent in addition to a visual inspection of the driveline being performed. There was debris seen on both the driveline and controller side. The engineer performed a driveline connector cleaning and changed the controller. Two rounds of cleaning were performed. The pump was off for approximately one minute in total. The patient did well before and after. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system - controller 2.0 d4: (B)(4) / controller 2.0 / (B)(4) / expiration date: 2018-10-31 UDI #: (B)(4). D10: yes, return date: 2018-07-26 h4: mfg date: 2017-10-31 h5: no h6 device code(s): c63133, c63205 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 331 h6 FDA conclusion code(s): 12 product event summary: the controller (B)(4) was returned for evaluation. The hvad pump (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the controller passed functional testing. Visual inspection revealed contamination on the controller driveline connector. The reported event was confirmed via log file analysis which revealed several electrical fault alarms were logged since (B)(6) 2018 due to an open phase on the front stator resulting in the pump running on a single stator (rear stator only). This most likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. On-site inspection of the driveline cable revealed contamination in the driveline connector. A driveline cleaning procedure was performed on (B)(6) 2018 to mitigate the reported conditions. Based on the available information, the most likely root cause of the reported event can be attributed to contamination/foreign material of the driveline cable connector and/or controller driveline connector. Based on the internal investigation, the most probable root cause has been attributed to design/training issues. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.